Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient experienced a hematoma post procedure. The day after the procedure sutures were removed from the access site and the patient discharged from the hospital. Bleeding from the site began shortly after discharge. The patient required readmission to the hospital to have the sutures replaced and control the bleeding. The patient was discharged the following day and there was ongoing oozing form the site that continued for seven days that was managed by the general practitioner. No further patient complications have been reported as a result of this event.